Event description:
It was reported to co that the device could not be advanced through the catheter. This was determined to be a MDR after a coil break was discovered during the product evaluation. The patient was not effected by this event.